Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) / electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported. The reported patient effects of thrombosis and transient ischemic attack are listed in the xact carotid stent system information for prescribers as adverse events potentially associated with carotid stents and embolic protection systems. A conclusive cause for the reported thrombosis and transient ischemic attack, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with calcification and 90% stenosis. The 8tx40x136 xact self expanding stent was implanted successfully. About 12-24 hours after the procedure, the patient showed signs of disorientation and was noted to be resistant to the anti-platelet medication so the medication was stopped. Computed tomography angiography (cta) confirmed stent thrombosis, therefore thrombolysis was performed. The symptoms lasted 24 hours. The patient is stable. No additional information was provided.